Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported blank display. No harm requiring medical intervention was reported. Troubleshooting was performed, and unknown whether the customer will continue to use the device.

Manufacturer narrative:
Customer returned insulin pump for alleged battery charge lasting less than expected found on may 23, 2022. The insulin pump passed displacement test, self test, and active current measurement, however insulin pump did not pass sleep measurement test. Test p-cap successfully locked into the reservoir tube. The insulin pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and sleep current measurement test failure noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and sleep current measurement test failure noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads cracked, and minor scratches on lcd window. In summary, customers alleged blank display was not confirmed, however, sleep current measurement test failure suspected to be in electrical board 1 and electrical board 2 found by using test boards to isolate each component. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.